Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console froze. The procedure details and patient impact were not provided. Additional information has been requested. Additional information has been received indicating that the procedure completed successfully by repairing the console. There was no patient harm.

Manufacturer narrative:
The company service representative examined and replicated the reported event. To resolve the issue, the company service representative adjusted the central processing unit (cpu) host and re-installed the software. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The root cause of the reported event is attributed to internal wear/reliability issues within the system. However, how, or when these wear/reliability issues occurred remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).